Manufacturer narrative:
Field change: aware date was updated.

Event description:
It was reported that pump stopped working for the patient so physician removed and replaced pump and cylinders.

Event description:
It was reported that pump stopped working for the patient so physician removed and replaced pump and cylinders.